Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during the use of the product, an air leak alarm sounded and the customer replaced the tube with another one. No further complications were reported.

Manufacturer narrative:
Evaluation results: one portex blue line ultra (blu) tracheostomy tube was returned for investigation in used condition and without its original packaging. The sample was visually inspected, at a distance of 12 to 16 inches and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the sample. The device was also submerged under water in order to verify for leaks. A leaks was detected in the cuff of the returned sample.